Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. After a non-bsc extension catheter crossed the lesion, a 38 x 3.00 promus premier¿ stent was advanced treat the lesion. However, the device came into contact with the port of the non-bsc extension catheter at the proximal site and was unable to cross inside the extension catheter. After several attempts were made to cross the device, it was noted that a part of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the hypotube shaft 1010mm proximal from the mid-shaft bond as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted, bunched and lifted upwards from the stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was further reported that when the physician inserted the 38 x 3.00 promus premier¿ stent into a non bsc guide catheter extension, a hypotube kink was noted. The device was removed from the guide catheter extension. Post procedure, the physician tried to insert the stent into the guide catheter extension outside the patient for a test, however, the hypotube was broken.